Event description:
Visit made to pt residence. Pt stated IV site leaked the day before site assessed, dressing removed, hub intact but catheter missing. Pt sent to ER, x-ray revealed catheter in pulmonary artery. Plan to have removed via catheterization.